Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder nos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and complication of device removal ("after surgery and it seem to be culprit is fiber"). Essure was removed. At the time of the report, the autoimmune disorder and complication of device removal outcome was unknown. The reporter considered autoimmune disorder, complication of device removal and device breakage to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder nos') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and complication of device removal ("after surgery and it seem to be culprit is fiber"). Essure was removed. At the time of the report, the autoimmune disorder and complication of device removal outcome was unknown. The reporter considered autoimmune disorder, complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.